Manufacturer narrative:
If explanted, give date: unknown if lens has been explanted. (B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Additional information: in follow up information received from the surgeon he indicated it turned out that the axial length measurement done on his iol master was way off. Upon repeat testing of the axial length there was a 6 mm difference between the two measurements. That accounts for the large hyperopic surprise that was obtained. Further follow up found the iol was still implanted. On (B)(6) 2015 he performed a secondary procedure, to place another iol in the sulcus (piggy-back). Day one post-op visual acuity was 20/25 (down from counting fingers) and patient was ecstatic with the improvement.

Manufacturer narrative:
In follow up information received from the surgeon he indicated it turned out that the axial length measurement done on his iol master was way off. Upon repeat testing of the axial length there was a 6 mm difference between the two measurements. That accounts for the large hyperopic surprise that was obtained. Further follow up found the iol was still implanted. On (B)(6) 2015 he performed a secondary procedure, to place another iol in the sulcus (piggy-back). Day one post-op visual acuity was 20/25 (down from counting fingers) and patient was ecstatic with the improvement. Explant date: na; lens remains implanted. (B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing records were reviewed. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instructions specifications. All tests results showed a pass condition. No non-conformance report (ncr) was generated during the manufacturing process of this lot. The documentation shows that the production order was manufactured according to specifications. The lens diopter result obtained from the miq electronic system of the test performed when this lens was manufactured, shows that lens serial number (B)(4) diopter measurement result was 9.62, therefore, the result is within specification. No other complaints from this production order have been received. Product met manufacturing release criteria. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens (iol) was implanted. The doctor reported that he believes the lens was mislabeled and caused the wrong lens, that was 8 diopters in the opposite direction, to be implanted. Further, it was stated that the doctor had a miss on the intended outcome for the patient. Doctor inquired whether we have received other reports of mislabeling for this model and size lens.